Event description:
It was reported that this insertable cardiac monitor (icm) device had a sensing issue. The boston scientific representative advised the amplitude signal was great at initial implant. However, since implant the signal is wandering and no longer sensing the cardiac signal. Boston scientific technical services (ts) suggested the patient should be brought into the clinic for a device check. Subsequently the patient was seen for a device check and the physician found the icm device was sticking out of the skin of the patient. The physician chose to explant the icm device at this time. Another icm device was implanted to continue monitoring. Device is not expected to be returned. No additional adverse patient effects were reported.